Event description:
Device was activated at 11:08 on (B)(6) 2009. Three meals or snacks were eaten with insulin bolus doses administered without blood glucose monitoring: 35 grams carbohydrates and 3.5 units at 11:16 pm on (B)(6), 40 g and 4 units at 11:13 am on (B)(6), and finally 80 g and 8 units at 12:16 pm. The first blood glucose result reported after activation was at 1:47 pm the next day, 460 mg/dl, so a 10 unit correction bolus of insulin was taken. The customer's glucose remained elevated for the rest of the day despite additional insulin (both for correction and for carbohydrate intake) bolus doses. At some point he "ended up in the hospital with high bgs." The time line as recorded does not clarify when he went to the hospital. While there, the device was deactivated. No details of treatment were reported.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the pt's high blood glucose. No product lot number was reported, therefore no qualification record review was performed. The omnipod user's guide advises that, "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)." When treating for hypoglycemia it recommends, "if your blood glucose is 250 mg/dl or above check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."